Event description:
Edwards received information that this patient expired seven (7) days post-operatively due to myocardial infarction. As reported, the post mortem report indicates heaped up aortic vegetations, rich in neutrophils that have compressed the coronary artery ostia, compromising blood flow and caused myocardial infarction. No additional details provided.

Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis because it was "destroyed" at the hospital. It is unclear if the vegetations were related to a pre-existing endocarditis affecting the patient prior to the implant of the edwards pericardial valve, or a post-implant new onset endocarditis. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. Recurrent endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Edwards lifesciences will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating the patient was diagnosed with endocarditis approximately two (2) years before the index procedure. As reported, endocarditis was not diagnosed during their referral for surgery in 2012. The patient did not have any risk factors nor underling precipitating factors at the time of surgery, nor were there any signs of infection. No additional details provided.